Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 3.5 x 38 mm xience expedition stent delivery system, when removing the protective sheath resistance was felt and the stent dislodged inside the sheath. The device was not used. Another stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the protective sheath; however the stent dislodgement appears to be related to circumstances of the procedure.